Event description:
It was reported that there was a force sensor test failure. No patient injury reported.

Manufacturer narrative:
UDI information is unknown. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. It was found that the device had a cracked left case. The event history log found a force sensor test error which was duplicated upon powering up. The root cause of the reported issue was found to be a calibration issue due to normal wear. Actions were taken to mitigate the reported issue: preventative maintenance and recalibration.